Event description:
Additional information was received which clarified that the delivery catheter system (dcs) was not inserted into the patient prior to the onset of hypotension. Per the physician, neither the valve nor the dcs caused or contributed to the cardiac tamponade, but the cause was procedure related. The temporary pacemaker was a non-medtronic device.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, in a patient with a previously implanted surgical aortic valve, a bioprosthetic or native aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction (basilica) procedure was completed. After laceration of the left coronary cusp (lcc) leaflet, the patient developed hypotension. This led to the determination that the patient was experiencing cardiac tamponade. Subsequently, blood drainage and resuscitation efforts were initiated simultaneously. After the patient was stabilized, the valve was successfully implanted. The patient was then put under observation. Per the physician, the guidewire, temporary pacemaker, or the basilica procedure itself could have caused the patient's cardiac tamponade.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.